Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer and did not appear to be capable of delivering therapy. The patient lost consciousness and was rescued by emergency measures before being transported to the hospital. The device was explanted and replaced.